Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04125. It was reported the patient experienced ineffective stimulation due to high impedances confirmed on all leads. As a result, the surgical intervention occurred on (B)(6) 2021, wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.